Event description:
It was reported that broken cap. Changed a new one. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged cap on the 20g x 0.75¿ safestep infusion set was confirmed but the cause is unknown. The product appeared unused as there was no residue found on the device and the packaging sheath was still on the needle. The product was returned within its opened packaging. No voids were seen within the sealing adhesive transfer and no notable damage was seen on the packaging. The white cap was found still attached to the infusion set. Both the white cap and the luer adaptor were crushed and cracked. Microscopic examination revealed that the impression at the compressed region was well defined on one side of the luer adaptor cap with a parallel compressed region that was 0.22620¿ wide. The opposite side of the cap was also compressed but the compressed region was not well defined. A longitudinal crack was seen in the compressed region. An attempt to unscrew the cap from the luer adaptor was unsuccessful due to the amount of damage to the device. Based on the sample evaluation, it appears that the device had been damaged before use; however, the exact cause of the damage is unknown at this time. Possible causes could include damage during manufacturing, packaging, shipping or storage. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdys0026 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that broken cap. Changed a new one. No other information was provided.